Event description:
This french spontaneous literature report (case 2 of 2) describes the occurance of neisseria mucose knee arthritis in a patient who received a single sodium hyaluronate injection for an unspecified indication. Details of the patient's medical history and concomitnant medications were not provided.on an unspecified date,the pt received a single sodium hyaluronate injection for an unspecified indication.on an unspecified date the pt experienced neisseria mucosa knee arthritis.the event is considered medically sigtnificant.the outcome of the the event is unk. The reporter did not provide a casuality assessment.by convention spontaneous reports are considered to have implied casual relationship.in the article it wa stated "faultless aspectic technique is essential when administering hyaluronate viscosupplementation." Report source: literature: journal: noint bone spine; author: albert c,brocq o, gerard d, roux c, eller-zi;title:setic knee arthritis after intra-articular hyaluronate injection:two case reports.volume :73, year 2006, pages: 205-207